Manufacturer narrative:
Technician found that the head of the bed would not go up due to stuck valve in head up coil in the manifold. Replaced the stuck valve with a new valve ((B)(4)) to resolve this issue.

Event description:
Complaint alleged that the head of the bed would not go up.